Event description:
It was reported that the ventilator was pulled into the MRI scanner. (B)(4).

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will br submitted when the investigation is completed.

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". According to received information there was no patient involvement. The ventilator was repaired by the facility and returned to service. Further information regarding the circumstances around the event had been requested, but not received from the facility. The mr agreement for this ventilator was requested, but was also not received. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
(B)(4).